Event description:
It was reported that the patient presented to the ER due to inappropriate therapy. Noise and oversensing were noted on the egms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.